Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on (B)(6) 2016 for investigation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found a cracked motor cover and damage to the battery connector. The primary complaint was confirmed. Review of the archive data revealed multiple user advisory (ua) 12 (lifeband not present) messages. During functional testing the ua12 was observed. The lifeband clip detect switch was found opened. To resolve the issue, the lifeband clip detect switch was readjusted. In summary, the customer's reported complaint was confirmed during investigation. The autopulse platform is a reusable device and was manufactured on 10/13/2004. Therefore, this type of issue is characteristic of normal wear for the life of the device. Additional repair was completed unrelated to the reported complaint to ensure that the autopulse platform is functional without issue. The damaged parts observed during visual inspection were replaced. The platform passed all final testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform (serial number (B)(4)) displayed a user advisory (ua) 12 (lifeband not present) message. Another lifeband was used to troubleshoot; without success. There was no patient involvement reported.